Event description:
Patient admitted on (B)(6) 2024 to begin consolidation with following adjustments. Site investigator has asked to dose the patient on consolidation on d1-3 and per protocol it states that consolidation should be given d1, d3 and d5. The pi of the study at (B)(6) has said that this is acceptable. Patient will receive intermediate dose cytarabine for consolidation, as allowed per section 6.5 of the study. Consolidation began (B)(6) 2024, and on (B)(6) 2024, grade 3 anemia and grade 4 lymphopenia are present. Discharged (B)(6) 2024. Update (B)(6) 2024: admitted (B)(6) 2024: fever following transfusion of blood products; neutropenia with wbc 0.2; thrombopenia with platelets 5 on (B)(6) 2024; + blood cultures ((B)(6) 2024) obtained from PICC line with growth of enterobacter cloacea. Receiving antibiotics, and blood products as necessary. Cxr (chest x-ray) (B)(6) 2024 shows no focal consolidation. Pt. Feeling better as of (B)(6) 2024 has been afebrile for more than 24 hours. Updated 05-sep-2024: site investigator's attributions for sepsis & febrile neutropenia do not indicate at least a possible attribution to treatment or disease, therefore I must remove the febrile neutropenia & sepsis as sae's (serious adverse event) in order to be able to submit this report for the platelets and anemia. Updated 19-sep-2024: on the night of (B)(6), he was at home when he developed a seizure which lasted longer than normal. His wife called ems and he was reportedly without a pulse for ~ 5 minutes before rosc (return of spontaneous circulation) was achieved with CPR (cardiopulmonary resuscitation) only. He was intubated and taken to the ed and admitted to ICU. The patient is comatose. As neither the seizure or cardiac arrest are felt attributable to the protocol treatment, I'll enter them under either other causes or pre-existing conditions as applicable.